Manufacturer narrative:
It was reported that a clinical study subject in the itotal cr prospective study presented with persistent pain, swelling and fluid buildup from implant lessening of the tibial component. Treatment taken: surgeon removed the conformis system and replaced it with an unknown total knee replacement, not conformis. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a clinical study subject in the itotal cr prospective study presented with persistent pain, swelling and fluid buildup from implant lessening of the tibial component. Treatment taken: surgeon removed the conformis system and replaced it with an unknown total knee replacement, not conformis.